Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing showed some channel electrical open were found on the returned lead. The cause of the event remains unknown.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on three lead contacts. Attempts to program were unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.